Manufacturer narrative:
The patient¿s meter was returned for investigation. Upon investigation of the returned meter, an improperly contacting conductive rubber contact was found.

Manufacturer narrative:
Occupation ni equals lay user/patient.

Event description:
The customer complained of a display issue with their coaguchek xs meter serial number (B)(4) that may impact the interpretation of results. The customer stated that there are segments missing in both the date and time fields as well as the results field. The customer changed the batteries but the issue still remained. The customer stated the meter had not been dropped nor had it been exposed to moisture. The customer stated that there have not been any adverse events due to the display issue. There was no information provided to reasonably suggest that there was any misinterpretations of any results. The suspect meter has been requested for further investigation. A replacement meter has been sent. The investigation is currently ongoing.